Manufacturer narrative:
This product is not marketed in the us. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, -4.00/2.5/176 (sphere/cylinder/axis), implantable collamer lens into the patients left eye (os) on (B)(6) 2018. Significant endothelial cell loss was observed. The surgeon states "the root cause is clear." Reportedly, the tip of the ia contacted the anterior chamber during irrigation. Surgeon "recognizes iit is root cause" of the significant endothelial cell loss. The lens remains implanted. This incident occurred during doctor training/qualification surgery. Cause of the event is reported as user error.